Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ anxiety-product/procedure: unable to observe since it is a medical event and is not related to the device. ¿ capsular contracture : unable to observe since it is a medical event and is not related to the device. ¿ visibility/palpability : unable to observe since it is a medical event and is not related to the device. Additional observations: ¿ deformation observed on the device. ¿ crease observed on the device. ¿ wear abrasion observed. ¿ brown particles observed. No further actions are required as no issues with the manufacturing process are observed.

Event description:
Healthcare professional reported right side replacement from textured to smooth due to the patient concern of the implant. Healthcare professional later reported capsular contracture baker grade unknown. Device has been explanted.

Event description:
Healthcare professional reported right side replacement from textured to smooth due to the patient concern of the implant. Healthcare professional later reported capsular contracture baker grade unknown. Device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: capsular contracture baker grade unknown.